Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No accessory components were received with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and it was bent in a curved shape. The deployment sleeve of the device was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was present within the hemostasis sheath and the distal tip of the sheath appeared to be cut manually with a sharp object. No other visual anomalies were noted with the device. No functional testing of the device was possible since the hemosheath was cut causing the anchor to be exposed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the an obstruction to the anchor posting to the distal tip by soft tissue such as rear wall of the artery or by hard calcium deposits may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they were deploying the angio-seal device the doctor mentioned there was calcium present and he believes the foot plate deflected off the calcium back into the sheath and the whole device pulled out. They cut the tip of sheath to see if foot plate was left in the vessel, however the foot plate had never moved and stayed in the device. The patient was in stable condition. The patient had to do best rest as it was a manual hold. There were no other devices or equipment used with the reported product. Additional information was received on 22jul2020. The procedure performed for the patient prior to use of closure device was a left heart catheterization (lhc). A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression.